Manufacturer narrative:
(B)(4). Investigation results: the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the clip assembly was returned separated from the catheter with the clip arms in an open position, providing evidence that no activation had been performed. It was also noted that the yoke was detached. Microscope examination was performed, and it was observed that the bushing had some hits on the hooks' surface. Dimensional examination was performed on the bushing outer diameter, and it was noted to be within specification. A dimensional examination was also performed between the hooks of the bushing, and both sides a and b were confirmed to be out of specification. No other issues with the device were noted. This failure is likely due to problems traced to manufacturing process. Therefore, the most probable root cause is manufacturing deficiency. An investigation is in place to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu)/product label. The report submitted on this event on (B)(6) 2020 (report number 3005099803-2020-01823) was submitted without a related complaint; however, based on the investigation results on 05aug2020, the bushing had some hits on the hooks' surface; thus making this event reportable. Therefore, report number 3005099803-2020-01823 are related complaints as they were used for the same patient and procedure.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip reopened after it was placed and closed onto tissue. The procedure was completed another resolution 360 clip device. Following the deployment failure, the patient had a small amount of bleeding, which resolved on its own and required no treatment. The patient condition at the conclusion of the procedure was reported to be stable. Investigation results showed that the bushing had some hits on the hooks' surface; therefore, this is now an MDR reportable event.

Manufacturer narrative:
Block h6: device code 2976 captures the reportable investigation result of bushing bent. Block h10: investigation results the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the clip assembly was returned separated from the delivery system. Additionally, the clip arms were in an open position, indicating that the yoke was detached from the control wire before the final activation. Functional evaluation could not be performed due to the condition of the returned device. Microscopic examination was performed, and it was observed that the bushing had hit marks on the hooks surface. Dimensional examination was performed on the bushing outer diameter, and it was found to be within specification. A dimensional analysis was also performed between the hooks of the bushing; both sides were smaller than specification. These observations were traced to a manufacturing deficiency. No other problems with the device were noted. The reported event of clip reopening and coming loose (clip poor bite) could not be confirmed, as functional testing could not be performed. Engineers determined that the bushing being out of specification likely caused friction to occur between the components inside the clip assembly during deployment actuation of the device, resulting in the hit marks found on the bushing. This could have resulted in the clip arms not being able to lock into place and the clip not being deployed or the clip arms locking into place but the clip being unable to appropriately release from the delivery system; both circumstances result in a failure to release the clip from the catheter. Therefore, the most probable root cause of the clip failing to release from the catheter appropriately was due to a manufacturing deficiency as the reported event was traced to the manufacturing process. An investigation was completed to identify the root cause for the manufacturing deficiency (associated with the bushing) and effective solutions were identified and implemented. This device was manufactured prior to implementation of these solutions. A labeling review was performed; based on review of the available information, this device was used per the instructions for use (IFU). Block h11: correction: block d2b (product code), g4 (premarket / 510(k) #) and h10 (investigation results)

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip reopened after it was placed and closed onto tissue. The procedure was completed another resolution 360 clip device. Following the deployment failure, the patient had a small amount of bleeding, which resolved on its own and required no treatment. The patient condition at the conclusion of the procedure was reported to be stable. Investigation results showed that the bushing had some hits on the hooks' surface; therefore, this is now an MDR reportable event (see block h10 for investigation details).